Event description:
In 2004, an acticon device was implanted. In 2005, the cuff was revised. In 2009, the entire device was removed and replaced due to recurring fecal incontinence.

Manufacturer narrative:
Additional lot#: 387002003.